Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-mar-2024. The device evaluation was completed on 20-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis was performed, reddish material was observed inside the pebax and evidence of separation between the pebax and the electrode was observed. A magnetic sensor functionality test was performed and the device was recognized on the system but, errors 105 and 106 were displayed on the screen due to an open circuit on the tip area. The potential cause of the open circuit cannot be determined. The spinning icon was not observed during the test. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the spinning icon reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the separation between the pebax and the electrode cannot be determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. During the procedure, the icon was waggling on the carto system screen. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-may-2024, reddish material was observed inside the pebax and evidence of separation between the pebax and the electrode was observed. This event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode on 20-may-2024 and have assessed this returned condition as reportable.